Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat chronic pelvic pain, prolapse, cystocele, rectocele, stress urinary incontinence, dysmenorrhea and menorrhagia and a mesh was implanted. Concomitantly the patient underwent a hysterectomy it was reported that patient underwent revision of mesh by implanting surgeon on (B)(6) 2011 due to infection, pain, bleeding, and vaginal extrusion. It was reported that patient had mesh revision on (B)(6) 2012 due to pain, infection and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, bleeding, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, dysmenorrhea, menorrhagia and chronic pelvic pain and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy, bilateral salpingo-oophorectomy and combined anterior/posterior colporrhaphy performed during mesh implantation. It was also reported that the patient had a mesh insertion on ((B)(6) 2010). It was reported that the patient underwent revision of vaginal tape mesh site on (B)(6) 2011 due to extrusion of vaginal tape mesh and a vaginal mesh excision and cystoscopy on (B)(6) 2012 due to pain within the vagina, palpable mesh within the vagina and dyspareunia. No additional information was provided. (B)(4).